Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, e2015055. Four (4) events were reported for this quarter. Four (4) devices were received for evaluation. Four (4) events were confirmed during testing. Two (2) devices were found to be affected by disassembly. Two (2) devices were found to be affected by disassembly and missing components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device disassembled. Two (2) events had no patient involvement; no patient impact. One (1) event had no known patient involvement or patient impact. One (1) event had patient involvement; no patient impact.